Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels. The mother states it was a past event and the customer's blood glucose level was unknown, but it was high. The mother states the cause of the hospitalization was diabetic ketoacidosis. The mother declined to troubleshoot for the high. The mother states they have received motor error alarms on their insulin pump. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and multiple alarms were noted in the pumps history. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.